Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No failed battery test alarms noted. However, the battery tube was found slightly corroded. The device had cracked case at display window corners, cracked display window, cracked battery tube threads, and minor scratched lcd window.

Event description:
It was reported that the insulin pump was continually alarming with failed battery test. Troubleshooting was performed. No relevant damage or corrosion was found. After the customer was advised to clean the battery cap contacts and insert a new battery, the insulin pump again alarmed with failed battery test. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.